Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, g.2, h.3, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "patient's concern with the product" and deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on posterior, brown particles and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior and white particles inner the shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "patient's concern with the product" and deflation. Device remains implanted.